Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that "it's not holding a charge". Caller stated that they met with their healthcare provider (hcp) a couple weeks ago and their hcp would like them to meet with a manufacturer representative (rep) but they had been unable to reach a rep. Technical services reviewed information and sent an email to the field for visibility. The patient called back on (B)(6) 2024 and stated they were supposed to meet with the rep at the hcp office but the rep was not able to make it. They were redirected to their hcp, and patient services provided the nas phone number.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.